Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that district nurse flushing device at home post dressing change. Device leaked into dressing. PICC had ruptured. Nil adverse effects. PICC not replaced. Dwell 189. No other information was provided.